Manufacturer narrative:
Date of report: 16sep2021.

Event description:
It was reported to philips that the device annunciated a blower stalled alarm. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). After troubleshooting with the customer, it was determined that the blower assembly needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the blower assembly to resolve the issue and bring the device back to functionality. Operational testing was conducted, and the device passed all required testing.